Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided] by the customer. (B)(4).

Event description:
This complaint is from a literature source. It was reported that one patient with drug-refractory paroxysmal atrial fibrillation from control group in remarqable underwent radiofrequency ablation and developed single post-ablation silent cerebral lesions(scl) located in the left occipital lobe. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿importance of anticoagulation and postablation silent cerebral lesions: subanalyses of revolution and remarqable studies¿ the purpose of this study was to compare the incidence of scls in patients treated with irrigated rfa multielectrode catheters and irrigated focal rfa catheters after paf ablation from subpopulation neurological assessment (sna) cohorts of the revolution and remarqable studies. The study was conducted from october 2013 to november 2015. Suspect devices is a navistar thermocool catheter; however catalog and lot number is unknown.